Event description:
It was reported that there were telemetry issues and a possible overdischarge was suspected. It was noted that the last successful recharging session was 1-2 months ago, and possibly more than 2 months or longer since last recharge. An attempt with the al (antenna locate) feature was made with no telemetry resolution. At the beginning after implant, the patient did get 8 bars, but over time the bars have reduced and now the patient was not getting any bars. The patient had lost 35 pounds and the device had become more mobile in the pocket and was oriented on its side in the pocket at one time in the past. It was noted that device may be flipped, but a flip had not been confirmed at this time. Additional information received reported that the patient would be scheduled for an x-ray to determine if the device flipped at a future date and no interventions had taken place or were planned at this time. An overdischarge was confirmed and noted that telemetry was not possible with the clinician programmer. It was unknown what the cause of the overdischarge was, as diagnostics had not yet occurred. A pmr (physician mode reset) had not yet been performed. It was indicated that the patient had increased pain due to lack of stimulation. It was noted that the manufacturer representative was unaware of multiple flips, instead the patient noticed decreased coupling early on after implant. The patient had previously received help with charging her device. It was noted that the patient was not yet receiving effective therapy, awaiting x-rays and results.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 37092, lot# 254990001, implanted: (B)(6) 2010; product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).